Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was broken and blackened. No other issue was noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Based on all the available information and the condition of the returned device, the most probable cause of this complaint will be documented as ¿operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, it was noticed that the cutting wire broke. The procedure was completed with a second dreamtome¿ rx 44. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Device component code relates to device problem code for the reported event: cut wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. The procedure was completed with a second dreamtome¿ rx 44. There were no reported patient complications as a result of this event.